Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving an morphine 35mg/ml for a total dose of 7.024mg/day which was reduced to 5.621mg/day and clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported rep was just notified of a pump replacement today ((B)(6) 2016)and upon reviewing information given by the clinic it included a history and physical (h <(>&<)> p) which showed the patient was diagnosed with a catheter tip granuloma per magnetic resonance imaging (MRI). It was stated the h<(>&<)>p was done on (B)(6) 2016, but was unsure when the event date was. Inflammatory mass (im) related symptoms included: numbness, tingling, weakness in legs, and intermittent loss of balance. It was noted patient was having the pump replaced on (B)(6) 2016 and that was all the history she had at that time. Rep would be obtaining more history and would follow up using mpxr. Information for prescribers (ifp) and inflammatory mass labeling were referenced. Rep was to follow up with hcp. It was noted incidental findings reviewing the patient's history and physical. Drugs listed on printout per rep was mor/cl concentration 35mg/ml for a total dose of 7.024 mg/day. It was later reported granuloma was found by hcp on MRI, and patient reported lower extremity numbness, weakness, balance issues although patient cannot specifically say these symptoms are new. It was stated patient always had some degree of, but feels it worsens on/off now. Patient reported change and declined pain control 6-8 months ago. The date of patient MRI where a granuloma was shown/identified at catheter tip was unknown. On (B)(6) 2016 hcp pulled the catheter tip back below the level of the mass and decreased dose from 7.024 to 5.621mg/day. It was noted the issue was not resolved at time of the report. Rep reported drug listed as mor-cl 35mg/ml and it was unknown if this was a mixture. It was noted under patient's medical history that patient has had multiple back operations. The cause and resolution of the granuloma and symptoms were unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.